Manufacturer narrative:
The trufill dcs orbit mini complex fill 3.5x9 coil would not detach when pressurized to the green zone or the red alternative detachment zone. The device was removed with the coil still attached and replaced with another with another coil with the same product code and unknown lot which was able to be detached using the same syringe. The coil that did not detach was the 20th coil being placed in an embolization of a major aortopulmonary collateral artery in a (B)(6). The vessel was not calcified and was not tortuous. No damages were noted on the coil system or syringe prior to use. A dedicated source of saline was used to fill the syringe. It is not known how many coils had been detached with the syringe prior to the event. It is not known if additional force was used to tighten the syringe to the coil system; however, it was reported that there was no crack in the hub of the delivery system. There was no patient injury reported. It was reported that after removal there were no damages noted on the device; the coil was not unraveled/stretched, kinked/bent or fractured/separated. Additionally there was no damage noted to the delivery system. No additional information is available. One non-sterile trufill dcs orbit was received entangle inside a plastic bag, several kinks/bends were found along the hypotube, and the introducer presented residues of dried blood, no other anomalies were noted. Part of the support coil was found inside the introducer; the other part of it, the gripper and the embolic coil were outside of the introducer. The gripper and emboli coil were inspected under the microscope. The embolic coil was found kinked and stretched at the proximal section while the gripper presented no damage. Functional test was performed and no anomalies were noted; the embolic coil was successfully detached using the appropriate pressure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to detach was not confirmed with functional testing of the returned device. Despite the damages found on the device, the coil was successfully detached with pressurize within specification. Based on the report that there were no damages noted on the device after removal, it appears that the kinked, bent, stretched condition of the coil occurred post procedural use. The records indicated that the product met specification prior to shipment; additionally inspections are in place to prevent these kinds of damages from leaving the facility. Although based on the available information no definitive conclusion can be made regarding the root cause of the failure of the coil to detach, based on no discrepancy with functional testing and the device history records review there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During coil embolization procedure of a major aortopulmonary collateral artery that was not calcified and not tortuous, the 6th coil (orbit rdfl complex fill coil-638cf0510/ 15168076) could not be re-sheathed, because the zipper was stuck to the coil introducer although the product was kept straight during re-zipping. The procedure was continued using other coils. Afterwards, the 20th coil (orbit mini complex fill 3.5x9-637mf3509/ 15483727) would not be detached at the green zone or the red alternative detachment zone. The coil was replaced for a new one (637mf3509/lot# unknown) and the coil detached using the same syringe (635-002/lot# unknown). Afterwards, the procedure was successfully completed. The procedure was conducted in accordance with the (IFU) instruction for use and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coils by visual inspection. Unknown how many coils were successfully placed before the complaint product using the same syringe. Prior to use, neither device (coil and syringe) was damaged. During the procedure, the hub of the coil was not cracked. A dedicated saline source was utilized to fill the syringe. After the event with the products, no damages were noticed on the devices (coils- unraveled/stretched, kink, bend, fracture separated, etc, or delivery systems/introducers- fracture, separated, kink, bend, etc) , and the coils remained attached to the delivery systems. There was no patient injury reported. Both complaint products are going to be returned for evaluation. No additional information is available.